Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 2 months after the dental implant was placed in site #6 of the patient's mouth, non-osseointegration was observed. It was reported that the patient had type iii bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 2 months after the dental implant was placed in site #6 of the patient's mouth, non-osseointegration was observed. It was reported that the patient had type iii bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported complications.